Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient was hospitalized on (B)(6) 2025, following reports of inaccurate sensor readings on the day the device was applied to the arm. The patient presented with symptoms of fatigue and vomiting and had received short-acting insulin at home prior to hospitalization. No additional event details were documented at the time. A follow-up report five days later indicated that the patient was doing significantly better and was in recovery, although she continued to experience fatigue. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.